Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015; 419478 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored electrograms (egm). The ra lead was reprogrammed. Additional information indicated oversensing was observed on stored egms for the right ventricular (rv) lead and intermittent loss of capture was noted. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.